Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 4 years and 3 months post transfemoral tavr procedure with a 20mm sapien 3 valve in the aortic position, a valve-in-valve procedure was required due to stenosis. Post gradients were measured echo measured 17 mmhg and cath was 27 mmhg. A dilatation balloon was advanced up and post dilation was performed. A new cath gradient was 9 mmhg and echo was 7 mmhg. Post procedure, the patient was reported as stable and in the ICU.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections d4, g6, h2, h4, h6: device code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of medical report/relevant imagery. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 4 years and 3 months post transfemoral tavr procedure with a 20mm sapien 3 valve in the aortic position, a valve-in-valve procedure was required due to stenosis". Due to limited information, a definitive root cause cannot be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment escalation is required.